Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturer address was documented as unknown in the initial medwatch report. The contact office name/address have been updated accordingly to reflect the manufacturing facility. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (apr 27, 2017) has been updated to reflect the date the device was manufactured. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery pack was no longer charging, and the adapter latch on the impactor device disengaged during operation. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure or if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. After multiple requests, the customer has not returned the device for evaluation, and therefore the complaint cannot be confirmed and no conclusions can be drawn at this time. A review of the device history record did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. If additional information should become available, a supplemental medwatch will be submitted accordingly.